Event description:
The customer reported that 10 ml of clear fluid leaked from the differential shear valve of the coulter lh 780 hematology analyzer when running patient samples. The customer indicated that the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) contacted the customer over the telephone and the customer reported locating a pinhole leak in the tubing connected to the differential shear valve, at the second fitting from the front. The customer proceeded to trim the tubing and reconnected the tubing to resolve the leak. (B)(4).